Manufacturer narrative:
Device received with constant pump error 38 alarm during rewind due to excessive motor axial play. Unable to perform displacement test due to pump error 38 alarm during rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer's blood glucose level was unknown. The customer stated that they was unable to clear the alarm. The customer also stated that they was not able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.